Event description:
During a thoracotomy the ez45g would not fire when attempting to close the black lever. The device appears to be locked out due to a partial firing. Second device was opened to complete the case. There was no consequence to the pt. The sales rep is still attempting to gather add'l info.

Manufacturer narrative:
D6; device was not returned for eval.